Event description:
It was reported that approximately 2 days post implant of a bifurcated device and a suprarenal aortic extension the patient began experiencing unknown symptoms. A computed tomography scan was performed and indicated the left limb of the bifurcated device had collapsed. The patient was taken to the surgical suite and the physician performed an open conversion, and the devices were explanted. The patient was reported to have done fine during the open conversion and was doing well post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Current device disposition is unknown.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to the absence of an aortic aneurysm. The patient's medical history was complex and included estrogen therapy, which might have contributed to this complaint due to the increased risk for thrombic conditions. There was substantiating evidence of a main body stent occlusion, and a complication of right leg thrombus. A prior femoral-femoral bypass that was done at the implant procedure was observed to have a dissection, which caused the distal occlusion of the right leg. The reported left limb stent collapse could not be substantiated. The explant and conversion were confirmed by medical documentation only. The patient was discharged on post-operative day seven. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the clinical review, the prior femoral-femoral bypass that was done at the implant procedure was observed to have a dissection, which caused the distal occlusion of the right leg.